Event description:
A malfunction was reported with the pump, displaying malfunction code 16. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, but the malfunction persisted, prompting the decision to replace the pump. Technical support provided instructions for putting the pump into storage mode and organized a prepaid return of the defective pump within 10 days. The customer opted to use multiple daily injections as a backup to maintain insulin delivery until the replacement arrived.